Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information received indicates that the failed attempt to cross was due to the heavily calcified lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat thrombosis of a pre-existing stent located in the mildly tortuous, heavily calcified, mid circumflex artery (cx). During a failed attempt to cross the previously deployed stent with the 2.75 x 15 mm xience xpedition stent delivery system, the proximal shaft separated. A new 2.75 x 15 mm xience xpedition was able to cross and be used successfully. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.